Manufacturer narrative:
A review of the device history record showed no anomalies. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure for a spinal fusion, the surgeon was injecting the bone matrix product with the custom syringe into the fusion area, when the tip of the syringe came apart leaving a 1 1/2 (one and one half) inch piece of the syringe tip inside the patient's wound. The part was removed using extra long clamps. Removal only took a minute or so. The retrieved piece was compared with the other products with the same lot number and operating room staff were confident that no device part remained in the patient.